Event description:
It was reported that pericardial effusion (pe) and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pre-existing pe prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using baylis nrg radiofrequency needle with no complication. A watchman trusteer access system (was) was inserted and advanced in the left atrium (la) across a non-boston scientific (bsc) guidewire that had been inserted into the left upper pulmonary vein (lupv), and the guidewire was subsequently removed. A pigtail catheter was inserted into the laa to prepare for injection via fluoroscopy. The pigtail catheter was removed. A 24mm watchman flx pro closure device and delivery system (wds) was inserted. The was positioning was no longer in the laa and near the tissue between the mitral annulus and the laa. The physician was notified of this and instructed to form a flx ball before manipulating the was. Once the flx ball was formed, the was steering functionality was used to navigate back into the laa. It was then noted the was was not moving, so contrast was given via the wds, and contrast was noted in the pericardium. The was was left in place while anesthesia evaluated the pericardium via tee and found a small pe near the laa. Patient hemodynamics were stable. The wds and was were removed. A pericardiocentesis was performed with a pericardial drain put in place and approximately 300cc of dull colored red blood was drained. The patient was transferred to the operating room, blood transfusion was ordered, and open-heart surgery was performed where the laa was surgically clipped. The patient was extubated the following day post index procedure and was discharged four (4) days post index procedure.